Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to inquire how to turn off therapy. The patient had not used therapy since 2014, and did not remember how to use the patient programmer. The caller was walked through interrogating the ins with the patient programmer and antenna. However, the caller kept getting the reposition device screen. The issue was not resolved through troubleshooting. It was reviewed the device could be depleted, as the average life span would be five years. They were advised to follow up with the patient's managing healthcare provider regarding programming settings and usage. The caller followed up later that day and indicated that someone with the managing doctor's office provided the settings as followed: c1 2.1 100% usage c2 2.0 c3 1.5 c4 2.1 impedances 4 >15. The caller could not provide clarification. Therapy had never helped since implant and the patient never followed up with the managing physician. The issue was not resolved through troubleshooting, and troubleshooting was not required. The last time the patient was seen was 2019-apr-01. The caller followed up with therapy information and asked if the battery could be depleted. It was reviewed that the therapy settings would not allow the manufacturer to confirm the ins status. Information about a depleted ins was reviewed. The patient was advised to see their managing healthcare provider.